Event description:
It was reported that a brake issue occurred. The 75% stenosed target lesion was location in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, upon ablation at a set speed of 180,000 rpm, a strange continuous low cutting sound was noted. The wire fixation was insufficient and felt less secure with slight resistance. During withdrawal, the dynaglide was rotating at higher speed of 150,000 rpm due to a console issue. The procedure continued without use of dynaglide mode and the burr and wire were removed together. The procedure was completed with another of same device. There were no patient complications were reported.